Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the outpatient clinic, they said the surface of the pump cable was broken. It was noted that the patient lived a very active life. There were no alarms associated with the broken pump cable and no log files were available. The patient and ventricular assist device (vad) coordinators have tried the silicon tape reparation but that was not good. The tape repair made a ramp to the skin border which broken the skin and caused problems. The patient had some stomach and, depending on the position, the damaged area moved under the skin which made taping not possible. It was noted that it should be seen if shrink tape could be used. Gluing was being considered and adhesive a was recommended. It was noted that it would take 48-72 hours to cure depending on the amount applied and it they moved it could be pulled under the skin. It was noted another medial grade adhesive could be applied that would dry quicker. The pump cable was repaired according to the instructions for use (IFU) and there was no effect to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was confirmed through the evaluation of the submitted photographs. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted photographs for evaluation which captured the driveline area near the exit site. Damage to the outer jacket and armor layer was observed, with exposed wires noted. The patient remains ongoing on the hm3 left ventricular assist system (lvas), serial number (B)(6) . No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the hm3 lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024 the patient visited the outpatient clinic and the vad coordinator tried to seal the injury part of the cable by histoacryl®. The seal was managed by the result was not ideal from the repair.